Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone no. (Additional) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set started dripping from the third luer lock (clearlink). This was observed when the line was primed with saline prior to attaching the chemotherapy bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device was received for evaluation. A visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing were performed; a leak was observed at the third y-site clearlink. As per the autopsy of the clearlink, a damaged gland (hole at the gland) was identified. The reported condition was verified. The cause of the condition is related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.